Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the system with a new coiled cable and video receiver board, and the issue was not resolved. The found the display moving time video receiver board to the display ribbon cable was loose. The fse cleaned and repositioned the ribbon cable which rectified the fault. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) display was not functioning. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) display was not functioning. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.